Event description:
The vena cava filter was implanted via the right jugular approach. The doctor improperly oriented the syringe which resulted in the filter being implanted upside-down. No films are available and no further intervention was performed. The doctor elected to leave the filter in place and continue to monitor. The patient suffered no adverse effects as a result of this occurrence.